Event description:
Inability to effectively deliver medication via a secondary IV tubing set connected to an alaris smart-site adaptor. The customer reported that these incidents "have been going on for quite some time." It was reported that their facility's standard practice is as follows: the alaris primary IV tubing set is primed and connected to the pt's IV access site, infusing an unspecified hydration solution. The secondary IV tubing set, used to deliver unspecified medication, is primed and connected to the y-site adaptor. The customer reported that when the tubing sets were connected and the infusion was initiated, it appeared the secondary IV set was infusing. Upon nursing assessment, after an unspecified length of time, it was reported that less of the solution has infused from the containers than expected. The customer stated that pts reportedly experienced delays in antibiotic administration and missed antibiotic doses. The customer reported they resolved the problem by "changing the secondary tubing set, opening and closing the air vent of the secondary set until the container vented to allow fluid flow, placing a needle into the air vent to vent the tubing, or clamping the primary set to create a vacuum." There were no reported adverse pt effects. Though requested, no add'l info was provided.